Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the dilator wouldn't stay together. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty attaching the dilator to the sheath is confirmed and was determined to be manufacturing-related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. An attempt was made to screw the dilator locking collar onto the t-handle of the returned sheath as well as a non-complainant sheath; however, the dilator could not be fully secured or tightened into place on either sheath. A microscopic observation revealed the locking collar of the returned dilator does not fully seat onto the t-handle of the sheath. A small amount of damage was observed on a section of the threads of the interior of the dilator locking collar. The investigation findings suggests this condition was likely caused by a molding flaw during the manufacturing process. Photographs of the sample have been forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.